Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mbm345 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the tab fell off the suture when pulling through tissue. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported performance fixation feature breakage intra-op . An empty opened foil, a labeled winding former with a re-parked needle-suture combination were returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted; but, the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿ tab fell off stratafix sxpp1a400 when pulling through tissue¿.